Manufacturer narrative:
Continuation of d10:  section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID: 977c265 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2022; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Warranty form was submitted noting "dysfunction" of the lead and ins. The lead and ins were removed. On 2024-sep-18 the devices were returned.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Product ID 97792, serial# unknown, product type: accessory. H3. Analysis of the implant able neurostimulator 97715 (B)(6), found insignificant anomalies. Analysis of the 977c265 (B)(6) found the lead body was cut through/product was segmented due to explant damage. Electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.